Event description:
Pt reported that after injection with juvederm voluma xc, the pt experienced a rash all over the face and inflammation at the injection site. Pt also experienced burning and itching. Pt also stated that the rash and inflammation was in the forehead and nose areas, and the pt experienced red and white bumps on the face. Pts was prescribed a "steroid cream, steroid anti-inflammatory,and face washes." Pt stated that the treatment that was provided is not working. Follow up with the healthcare professional stated that the pt did not have an allergic reaction to the voluma, and that the pt has a big flare of acne, rosacea, and contact dermatitis. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 05/14/2015. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of itching, acne, rosacea and contact dermatitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.